Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 2, 2007 the lay patient contacted lifescan alleging that her one touch ultra smart meter read inaccurately high. No information was provided regarding the patient's diabetes treatment regimen. In 2007, at 8:00 pm, the patient tested with the reported meter after feeling "not clear and sweaty". She obtained a result of 93 mg/dl on the reported meter and a result of 38 mg/dl on another meter within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient treated herself with a candy bar and juice. The customer care advocate (cca) walked the patient through confirming of 93 mg/dl reading in the meter memory. The cca confirmed that the patient followed correct testing technique, the test strips were in good condition, were not expired, had not been open longer than the discard date, and were correctly stored. A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she obtained an inaccurately high reading on the lfs product compared to another meter reading and to her symptoms that suggested hypoglycemia. The patient said she treated herself with candy and juice.